Event description:
The vns patient underwent generator replacement surgery for an unk reason. A battery estimate performed in april 2008 yielded 0.69 years remaining at that time. The generator was returned for analysis. Generator end of service (eos) was confirmed (as result of battery depletion). During testing, transistor q9 was found to exhibit an out-of-limit (higher) leakage current at test chamber temperature. This leakage increased the module's supply current 1ma consumption by approximately 1.658ma over the high limit (spec 23.000 - 38.000ma) and could potentially be a contributing factor to the eos. However, results of the battery life calculation confirms that the eos condition was an expected event and potentially, this slight leakage is expected to have only a minimal effect on the eos condition. The caged module met specifications following the q9 replacement.